Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker had entered safety mode. Upon review, it was noted that this pacemaker exhibited data issues, which led that this device being unable to display the alert when the device was found to be in safety mode. Technical services (ts) was consulted and recommended device replacement. The pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker had entered safety mode. Upon review, it was noted that this pacemaker exhibited data issues, which led that this device being unable to display the alert when the device was found to be in safety mode. Technical services (ts) was consulted and recommended device replacement. The pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.